Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -9.50 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault and glare/haloes. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/16.

Manufacturer narrative:
Additional information: the patient's post-op ((B)(6) 2016) uncorrected visual acuity was 20/12. Device evaluation - the lens was returned bent and dry and bent in a lens case/vial. Visual inspection found the haptic broken. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Corrected data: the correct report source is distributor, not user facility. (B)(4).